Event description:
Patient reported drainage of seroma fluid multiple times since implanting device on right side. Patient reported pain, contracture and folds of implant device, ¿a microcystic conglomerate measuring 10 x 3 mm is observed¿, ¿morphologically bacillary and coccoid bacterial colonies are observed; cytological findings consistent with a bacterial mat (biofilm)". The device remains implanted.

Manufacturer narrative:
DHR/fi noted: review of sterilization and seal strength records related  did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Reason for reoperation: biofilm.

Event description:
The device has been explanted. Additional report of "emergency surgery was performed, since one of the infected breasts ¿opened up¿, causing seroma. During surgery purulent fluid was removed, which was causing a lot of pain and was also deforming the breast tissue".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown, infection (late onset) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, infection (late onset) and seroma-late.

Event description:
Patient reported drainage of seroma fluid multiple times since implanting device on right side. Patient reported pain, contracture and folds of implant device. The device remains implanted.